Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed. No infusion could be identified on the reported event date. Nevertheless the device log was fully analysed. All data showed that calculated volume matches recorded volume. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "complaint report received to report the agilia volumat pump that was serviced by the bri in march this year has had a number of few parts and has been intermittently running too fast. On (B)(6) 2022, the pump was set to run a bag of blood over 2 hours and it finished within 30 minutes of time left on the pump. It was started at 09.50 and the blood bag was completely empty by 11.20am and it was due to finish at 11:50. The second bag ran to time. The pump is on a drip stand at the patient shoulder height when sitting in the chair. As blood bags are not standard sizes, they clarified with the nurse that the exact size is being inputted into the device and they confirmed it was." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.